Event description:
A peritoneal dialysis (pd) pt reported finding a fluid leak following her discontinued treatment. She observed fluid emanating from the cassette, and under the cycler. During follow up the pt's pd nurse reported that her effluent was clear. She did not have signs of infection. She was preventively prescribed the prophylactic antibiotic vancomycin. No adverse event reported at this time.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant's investigation.